Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips and in-house contour next control solution, which gave satisfactory performance. Simulated blood tests were also run using the returned meter and in-house test strips, which gave satisfactory performance. All simulated blood readings obtained during in-house testing were properly stored in meter's memory. Section d4 of the initial report indicated the model # of the affected meter as 7819. Upon the return of the meter, it was determined that the correct model # is 7818. Section d4 has been corrected with this information and the corresponding device identifier # has been updated.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer alleged that her blood glucose readings were not being stored in the memory of the contour next one meter. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.